Event description:
The complainant reported complainant was in the minimed insulin pump study. Complainant stated that complainant had been having problems for that past year or so with the pump (i.e. Not delivering the right amount of insulin and variation of readings). Complainant also mentioned contacting the co and they informed complainant that they would receive a pump in 2001 and the pump completely died the first part of the last month. They told complainant their 2 1/5 year warranty expired and they would not replace it. (During several calls to the co complainant was also advised to conduct external injections until they received the replacement.) According to the complainant during one of the conversations with the physician assistant in dr's office, medtronics replaced the pumps for 3 of 5 members who were in the case study. Complainant is quite upset that the co will not replace their device.